Event description:
A customer from (B)(6) notified biomérieux of a misidentification result for a grimontia hollisae species during an external quality control when testing with vitek® 2 gn ID test kit (ref. 21341). After several low discrimination results, the customer obtained a result of sphingomonas paucimobilis with a probability at 96%. The strain was subcultured on columbia sheep blood agar, and the customer reported having the strain to submit for further evaluation. There is no indication or report from the laboratory that the discrepant quality result led to any adverse event related to any patient's state of health. There was no patient associated with this quality control sample. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer reported a misidentification for a grimontia hollisae quality control sample (ctcb 1741) as aeromonas salmonicida / oligella ureolytica in association with the vitek® 2 gn test kit (lot 2410252203). An investigation was performed. The internal survey strain was subcultured and tested. On vitek 2 (v7.01), gn cards from five (5) lots were tested from cba subculture. These tests gave : a low discrimination between francisella tularensis and aeromonas salmonicida. A good identification to pseudomonas fluorescens 89%. An excellent identification to pseudomonas fluorescens 99%. Results demonstrate a degree of variability in the gn card reaction wells leading to the misidentifications. This is an atypical strain compared to the vitek 2 gn knowledge base. The identification expected was confirmed with vitek ms v3 (knowledge base v3.0) : excellent identification to grimontia hollisae confirmed (99.9%). The customer misidentifications of this strain were confirmed in house. The strain exhibited atypical growth behavior. The vitek 2 gn card performed as expected.